Event description:
On (B)(6) 2012, a pt received a heparin infusion programmed on alaris pump to deliver 5ml/hour. During infusion it was discovered that the pump was delivering a rate much faster than what had been programmed. Clinical engineering personnel inspected the pump and found the membrane frame assembly broken at the platen spring upper hinge. The pt later died during surgery for compartment syndrome secondary to a gun shot wound.